Event description:
Arthritis; intra-articular inflammatory symptoms in both knees [arthritis]; pain in both knees [arthralgia]; knee effusion of both knees [joint effusion]; uncomfortable feeling [discomfort]; body temperature 38 degrees [pyrexia]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis of both knees. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml, 1x/w x3 into both knees. The lot number of synvisc was not provided. On (B)(6) 2012, the pt received the second synvisc injection of the first course into both knees. On (B)(6) 2012, the pt received the third injection of the first course into both knees. It was reported that prior to the injection, the pt had no complications inducing immune system decreased, generalized infections symptoms, skin disease around the injection sites, intra-articular infection, but had severe intra-articular inflammatory symptoms in both knees, as c-reactive protein as 8.3. On (B)(6) 2012, the pt had uncomfortable feeling and pain in both knees. The pt received celecoxib and loxoprofen sodium hydrate for pain. On (B)(6) 2012, the pt visited the hospital. On the same day, body temperature was 38 degrees. On (B)(6) 2012, joint fluid tests in both knees revealed fluid conditions as opacified and yellow, culture test and synovial fluid analysis revealed negative results, white blood cell count was 9700/mm3. On an unspecified date, the pt developed arthritis and was hospitalized on (B)(6) 2012. On (B)(6) 2012, intra-articular lavage of both knees was performed by arthroscope. On (B)(6) 2012, the pt recovered from the event of arthritis. The outcome for the events of intra-articular inflammatory symptoms in knees, pain in both knees, knee effusion, uncomfortable feeling, and "body temperature was 38 degrees" was not provided. Concomitant medications were not provided. The intensity for the event of arthritis was assessed as moderate. The intensity for the events of intra-articular inflammatory symptoms in both knees, pain in both knees, knee effusion, "body temperature was 38 degrees", and uncomfortable feeling was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible. The reporting physician did not provide the relationship between synvisc and the events of intra-articular inflammatory symptoms in both knees, pain in both knees, "body temperature was 38 degrees", knee effusion, and uncomfortable feeling.

Manufacturer narrative:
The benefit risk relationship of the product is not affected by this report.